Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) the shaft broke. The 95% stenosed, eccentric, de novo, target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). An unknown number and type of stents were implanted to treat the target lesion. A 3.0x12mm quantum maverick balloon catheter was selected and advanced to postdilate the implanted stents; however, the shaft broke approximately 50cm from the hub. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable.

Event description:
It was reported that during a percutaneous coronary intervention (pci) the shaft broke. The 95% stenosed, eccentric, de novo, target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). An unknown number and type of stents were implanted to treat the target lesion. A 3.0x12mm quantum maverick balloon catheter was selected and advanced to postdilate the implanted stents; however, the shaft broke approximately 50cm from the hub. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the hypotube separation was 66.5cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Product analysis results are consistent with the reported event. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).